Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the implantable pulse generator (ipg) may not be working as it should. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the patient experienced syncope on several occasions and was hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the patient experienced syncope on several occasions and was hospitalized. The reporter stated the implantable pulse generator (ipg) may not be working as it should. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.